Event description:
Complainant alleged that during biomed testing the device's main selector knob was missing and the device was unable to be powered on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.